Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned complaint device consisted of a rotalink burr catheter batch 22119888 along with the related rotawire in the device. The handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. The rotawire was attempted to be removed initially and the distal floppy part of the wire was inadvertently pulled off. The device was soaked in warm water for a short time and then the wire was able to be removed with some restriction due to the wire kinks. There are numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched and kinked at the handshake connection. Functional testing was performed using a test .009 rotawire. The rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck on the rotawire. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the rotawire became stuck several times with the burr. The procedure was completed with a new device. No patient complications were reported.

Event description:
It was reported that the burr became stuck on the rotawire. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the rotawire became stuck several times with the burr. The procedure was completed with a new device. No patient complications were reported.